Manufacturer narrative:
Correction made to d4: catalogue #: ppc4129 (previously submitted as asku) correction made to d5: operator of device: patient/consumer (previously submitted as other) additional information was added to h3, h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed the titanium adaptor attached to a transfer set and the titanium sleeve is disconnected from the titanium adaptor. The reported connection issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the patient was bathing, there was a disconnection between the titanium adapter and the patient¿s pd catheter (non-baxter) which resulted in leak. The event was further described as ¿the line with the adapter fell out and the catheter remained at the other end¿. This was observed during use of the devices for peritoneal dialysis (pd) therapy. The patient went to the renal unit regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.